Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead was unable to be measured when analyzed using the pacing system analyzer (psa) due to noise. The ra lead was removed and replaced on (B)(6) 2024. The patient had no adverse consequences.